Event description:
It was reported that during a laparoscopic sigma procedure, while cleaning the blade, noticed that the active blade was broken, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.